Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) wanted to share what they were calling about. The reason for call was the device started having problems as soon as it got put in. Since april 2021. Patient said the device was shocking patient. Pt said calling hcp will not do them any good because they only implant devices. Pt went to another doctor who did not report to hcp that the device was malfunctioning and told patient they did not care if it was electrically shocking patient and just put underwear over it. Hcp said there was nothing wrong with the device. Patient only had the device for 3-4 years and now it was completely dead and did not work at all. Patient went to the hospital to have a procedure and they could not do it with their equipment to getit up. Now it was dead and needed to be taken out. Patient stopped charging it because it hurt and patient had too much pain as it was. Patient also mentioned they had ms. Patient was redirected to call back tomorrow. Patient called back regarding previously reported issue. Patient added that they had an MRI about 7 months ago and they were able to charge their ins to 50%, from then they had the device turned off and never tu rned back on again. A month ago patient tried to have an MRI again but the device was not responding at all even using the hcp's equipment, and hcp told them that it was dead. Patient added that there is also a "wire that came out of it", and said the wire is sticking out of their butt. Patient mentioned that they are going to have a cat scan on monday. Redirected to hcp to have the device replaced or just have an MRI eligibility form filled out. Patient said that they will contact the dr in new albany to arrange an appointment with hcp to have the device replaced. Additional information was received on 2025-may-16, the patient said they left a message with managing hcp's office on monday but haven't heard back from them yet. Ps redirected patient to managing hcp scheduling.